Event description:
The customer observed falsely elevated alinity free t4 results for two patients. The following data was provided: (ft4 reference range 0.7-1.48 ng/dl): sid1 ft4 initial test >5 ng/dl, retest 1.24 ng/dl, tsh 2.4370 uiu/ml (reference range 0.35-4.94) ft3 2.61 pg/ml (reference range 1.58-3.91). Sid22 ft4 initial test >5 ng/dl, retest 1.04 ng/dl, tsh 3.25 uiu/ml (reference range 0.35-4.94), ft3 3.3 pg/ml (reference range 1.58-3.91). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of customer data aligned with customer¿s issue and no additional issues were identified. An increase in complaints has been observed for lot 57607ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the list number and complaint issue. In-house performance testing was completed which indicates the product is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 assay was identified.

Event description:
The customer observed falsely elevated alinity free t4 results for two patients. The following data was provided: (ft4 reference range 0.7-1.48 ng/dl): sid (B)(6), ft4 initial test >5 ng/dl, retest 1.24 ng/dl, tsh 2.4370 uiu/ml (reference range 0.35-4.94) ft3 2.61 pg/ml (reference range 1.58-3.91). Sid (B)(6), ft4 initial test >5 ng/dl, retest 1.04 ng/dl, tsh 3.25 uiu/ml (reference range 0.35-4.94), ft3 3.3 pg/ml (reference range 1.58-3.91). No impact to patient management was reported.